Event description:
The patient is (B)(6) male with a primary diagnosis of leukemia. The patient was admitted to the medical center for treatment on (B)(6) 2012. The patient also had chf, renal failure and hyperkalemia. Upon admission, it was determined that the patient required immediate dialysis. A femoral vascath was inserted and the insertion of the catheter with guidewire was uncomplicated. While attempting to remove the guidewire the wire uncoiled and fractured. A portion of the guidewire was removed; however, another portion of the wire remained within the catheter. The catheter was then removed. The physician who inserted the guidewire advised that as he was removing the guide wire, he felt a tug. The portion of the guidewire that fractured within the catheter was successfully removed. During a second attempt to place a vascath, the patient decompensated and passed away. The patient's condition was critical at the time of the placement and the vascath and guidewire were not believed to have caused or contributed to this death.